Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. (B)(4).

Event description:
Mushonga nc, salamon c, lewis c, pagnillo j, st. Louis s, culligan p. Long-term results of robotic-assisted laparoscopic sacrocolpopexy using light weighty mesh. Female pelvic medicine and reconstructive surgery, suppl. 1, volume 21, issue 5 (sep 2015-oct 2015): s29. According to the available information, out of 318 patients, two patients were re-admitted: one for aspiration pneumonia and one with an ileus.